Event description:
Patient revised to address overstuffed joint.

Manufacturer narrative:
Provided info states the pt was revised due to an over stuffed joint. Provided info also states the product is not suspected of failing to meet specs. A search of the complaint database found no prior reports for this part and lot number combination. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the investigation will be reopened. Depuy considers the investigation closed.